Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to have a loose luer connection. Therefore, the sterile fluid pathway was breached. This event occurred during patient use and caused a backflow of blood. The device was filled with 5-fluorouracil and saline at the time of the event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had other devices implanted and explanted, (B) (4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/28/2010 and 07/06/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review is currently in process.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.